Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed, the finished product met all quality release criteria, and specifications were within allowable limits prior to release.

Event description:
Non-us event; occurred in canada. Consumer reported on behalf of her daughter that upon removal of a super plus absorbency tampon, the string separated from the pledget. As her daughter manually removed the pledget from her vaginal cavity, the pledget fell apart into pieces. Her daughter manually removed all of the remaining pledget pieces. She did not seek medical attention and she did not experience any adverse health effects.